Event description:
Per the clinic, the patient experienced discomfort, mild erythema and a skin overgrowth on the abutment. Subsequently, the patient underwent skin revision procedure (blade knife and bipolar cauterization) under IV sedation (mac) on (B)(6) 2024; in order to remove the excess skin and abutment removal. During the same procedure, the patient was re-implanted with a transcutaneous osia implant system under general anesthesia at the new implant site.